Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the mega suturecut needle driver instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
On (B)(6) 2024, intuitive surgical, inc. (Isi) received user facility report 3900900000-2024-8008 stating: surgeon using mega suturecut needle driver when instrument failed, wire broke inside instrument. Instrument removed from patient intact. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.